Event description:
Boston scientific received information that this device was not able to give a good estimate of time to ert. This device's magnet rate was 90 in (B)(6) 2012, 100 in (B)(6) 2012 and was 90 in (B)(6) 2012. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.